Event description:
Patient had uncomplicated occipitocervical decompression and fusion surgery approximately six months ago with complete recovery. She was moving heavy objects in her garden when she felt a snap in her neck. X-rays demonstrated fractured rod on the right. Surgery was done on approximately 1.5 months ago and removed rods from the occiput to c2 levels bilaterally.